Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up several months ago, noise and artifact were observed with this system. No inappropriate shocks were recorded at that time; however, atp had been delivered. All episodes were recorded as artifact, with the physician at that time, electing to monitor the system performance and take no surgical intervention. A few months later, the patient returned due to three inappropriate shocks. Upon interrogation, a device battery message was displayed regarding capacitor depletion, as well as a message to check the integrity of the right ventricular lead. The physician then elected to surgically intervene and confirmed a rv lead fracture. The fractured lead was unable to be extracted and thus surgically abandoned. The associated device was explanted and will be returned for analysis. Another boston scientific device and rv lead were successfully implanted with no adverse patient effects reported.